Event description:
Additional information:it was reported on (B)(6), 2015 that the patient continues to be treated with intravenous antibiotics for the driveline infection.

Manufacturer narrative:
A specific cause for the reported driveline infection and a correlation to the device could not be determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator the patient was hospitalized with bacteremia and is being monitored. It was reported that the source of the bacteremia was the driveline. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.